Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: no image and flooding of the head unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the image function did not work properly due to the head unit flooding and "no image" occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image and flooding of the main unit. There was no patient involvement.